Event description:
It was reported thrombosis occurred. A left atrial appendage (laa) closure procedure was performed using a 35mm watchman flx laa closure device with delivery system (wds). After release of the closure device a long thrombus was identified on the threaded insert of the implant. A mechanical thrombectomy system was placed and the thrombus was successfully removed. A 1.4mm to 1.8mm peri device leak was noted. The patient fully recovered and was discharged one day post index procedure.